Event description:
Patient reported their dentist informed them to discontinue aligner treatment. They have a cracked tooth, 2 new cavities in the front teeth and unhealthy gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.